Manufacturer narrative:
(B)(4). Per the customer, the devices are available for evaluation; however, the devices have not yet been received by baxter. Should the devices or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoirs of 3 intermate lv 250 devices, all lot # 09n054, ruptured near the end of their infusions on a 28 year-old male patient being treated for mucovicidosis. The pumps were infusing a solution of amikacin and sodium chloride, with a total fill volume of 250 ml, when the ruptures occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with these events. No additional information is available.

Event description:
During a review of the pump's event history baxter canada discovered a colleague infusion pump with a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary:the actual device was not available to be sent to baxter for evaluation. However, the customer was able to provide a detailed photograph of the actual device. Using this photograph, the reported condition of a ruptured reservoir was confirmed. The root cause of this issue is currently being investigated under CAPA (B)(4).a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.a trend review was performed showing a stable trend year over year for reported complaints of ruptured reservoirs.